Event description:
Distal end of the neuron came apart as the physician was removing the product from the pouch during a case. The product was never used on the pt and a new product was opened and used without incident. There was no pt involvement and no impact on the procedure.

Manufacturer narrative:
Technical eval: visual: the product was returned with the distal tip broken 11.3 cm from the distal tip. The break appeared to be due to force, and stretching was observed both distal and proximal to the break. Conclusion: during removal from the packaging card, the card tabs were not opened. When the catheter was pulled from the card, the tip broke. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the design history record was completed (B)(4). All appropriate inspections were completed. No anomalies were found with lot. This lot was packaged per (B)(4), since that time a new packaging configuration has been implemented to address any packaging issues (B)(4). (B)(4) is deemed acceptable, however, may require additional care on product removal from card. On the sub-assemble level (part # 0918-02 lot # l11876), all visual and dimensional inspections were completed per process monitoring requirements or 100% inspection were required. In addition, all destructive testing was completed per required process monitoring requirements and met specifications. No anomalies were observed in the manufacturing of this lot. The parts manufactured in this lot (including the sub-assemble lot) met the required criteria and are deemed acceptable.